Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 1600 mg/dl and a high ketone level identified as dangerous by healthcare provider. Cause was not known. Reportedly the customer experienced acute kidney injuries. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg which resolve the issue with no permanent damage. Multiple attempts were made by tandem technical support to follow-up with the customer on the release date, but no response was received.